Event description:
A surgeon reported the xenon lamps were not available during a procedure. The procedure was complete with an alternate device. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).